Manufacturer narrative:
External equipment was exchanged, however, the issue was not resolved.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced intermittencies followed by loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as damage to the epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of intermittent malfunction and decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode array being cut prior to receipt. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.